Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. The cause of low bg was unknown. The customer was unconscious because of the low bg level, and they received third party assistance from an ambulance. The ambulance provided intravenous therapy (IV) of d50 to address bg. The customer reported that they had a headache when they woke up. The customer's pump also shut down because they did not charge their pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.